Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not penetrating skin (guardian sensor 3) and stayed side ways. Customer blood glucose at the time of the call 546 mg/dl. Troubleshooting was performed and customer was help with the issue. Customer report that serter was pulled straight up from pedestal. The device will not return for analysis.